Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side pain and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified curved opening on anterior and weight to the specification. A visual and microscopic analysis was performed which identified striated opening on anterior side and creases folding. Based on the device analysis the final assessment is: a striated opening on anterior side due to surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported left side pain and rupture. The device has been explanted.